Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a loss of stimulation, leading to the return of their symptoms. The physician determined that the implantable pulse generator (ipg) had reached the end of its lifespan. As a result, the patient underwent a revision procedure in which the ipg was removed and replaced, with electrocautery utilized during the process. The patient is recovering well postoperatively, and the discarded device will not be sent for analysis.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a loss of stimulation, leading to the return of their symptoms. The physician determined that the implantable pulse generator (ipg) had reached the end of its lifespan. As a result, the patient underwent a revision procedure in which the ipg was removed and replaced, with electrocautery utilized during the process. The patient is recovering well postoperatively, and the discarded device will not be sent for analysis.